Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an on-site inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that the device receive an internal water pathway replacement. The customer then sent the device to cardioquip for repair. The device was returned to specification via an internal water pathway replacement. Following the repair, the device passed inspection and is fully functional.

Event description:
A cardioquip technician notified cq service via air table that the internal tubing of this device was suspect for contamination during an on-site pm. The technician took pictures of the internal tubing of the device and submitted them to cardioquip for review. Cq director of operations and epidemiologist reviewed the photos, and recommended that the device receive hpc testing to provide a quantitative assessment of the water quality due to the discoloration present within with water path. This issue was identified on 02/16/2023, no patient involvement was reported.

Manufacturer narrative:
During preventative maintenance, photos of tubing were sent to cardioquip epidemiology by a service technician onsite. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of the water quality. Cardioquip notified the customer of the potential contamination, recommendation, and provided a quote for the sample kits via email on (B)(6)2023 . There has been no response to this recommendation as of the date of this report.

Event description:
A cardioquip technician notified cq service via airtable that the internal tubing of this device was suspect for contamination during an on-site pm. The technician took pictures of the internal tubing of the device and submitted them to cardioquip for review. Cq director of operations and epidemiologist reviewed the photos, and recommended that the device receive hpc testing to provide a quantitative assessment of the water quality due to the discoloration present within with water path. This issue was identified on 02/16/2023, no patient involvement was reported.